Event description:
It was reported that the intraocular lens (iol) was removed and replaced during the same surgical procedure due to the haptics being "pulled off" after the lens was implanted in the patient's eye. An incision enlargement was required. Further, it was reported that the event was a use error.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.